Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that there is a contamination issue with the architect folate assay is requesting for the architect analyzer to be decontaminated. There is no impact to patient management reported.